Manufacturer narrative:
(B)(4). D1: femoral stem (B)(6) neck taper plasma sprayed press-fit cementless size 12.5 extended offset d10: 0100214154 durom us acet cmpnt 54/48 n lot number is 2418286. 0100181480 metasulâ® ldhâ®, head, 48, code n, taper 18/20 lot number is 2423608. 01.000185.147 ldh head adapter 2345878. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a left hip revision procedure approximately 13 years and 2 months post implantation due to pain, metallosis, elevated metal ion levels, and difficulties with daily living. During the revision, an active articulation system replaced the metal head, and the shell and stem remained. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: d4: catalog number.

Event description:
It was reported that the patient underwent a revision procedure 13 years and 1 month post implantation due to pain, metallosis, elevated metal ion levels, and difficulties with daily living. During the revision, the stem taper was noted to have some corrosion present but was in good mechanical shape and left in place. The head and liner were replaced without complication with an active articulation system. While cleaning out the acetabular region of cystic lesions, a perforation of the lateral wall of the iliac bone was made. Bone matrix was injected at the site, but the shell remained stable and intact. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. A revision occurred later due to pain, elevated metal ions, and difficulties with daily living. During the revision signs of metal related pathology were identified, and black foreign debris on the taper of the stem. The stem was left in place as the taper was in good mechanical shape. The head and taper adapter were explanted and replaced with zb products. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.